Manufacturer narrative:
Follow-up # 1 (06/19/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 05/29/2013 with the following findings: the meter involved with this complaint failed testing. The meter¿s capacitor was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. 510k is k110637.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4), alleging a onetouch verio iq meter was displaying a battery indicator every 2 days after charging. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.